Event description:
The complaint is reported as: the tube occluded with pt secretions. The alleged incident occurred while the pt was in ICU and on a ventilator while using the neptune heated humidifier.

Manufacturer narrative:
The lot number of the device was unk, therefore, a device history record (DHR) review could not be performed. It is unk if the sample is available for return. Because the sample was not returned for eval, the complaint was not confirmed and a root cause could not be established.